Manufacturer narrative:
No lot# or manufacture date can be determined as the instrument was disposed of.the user facility disposed of the suspect clamp when they received the replacement.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Medtronic representative was on site and stated that the clamp is still usable but slightly stripped. The medtronic representative suggested the site replace the clamp, however, they have not made a decision yet. A medtronic representative, following-up at the site, reported the site stated the instrument is still usable and will not be purchasing a replacement at this time. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a site has a small suretrak clamp with a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.